Event description:
It was reported that the patient had six inappropriate shocks due to t-wave oversensing. The patient was walking fast at the time of the shocks. Technical services discussed the morphology had changed and the t-waves were larger than the r-waves. Technical services advised some testing options. The clinic will schedule a stress test for the patient. There were no additional adverse patient effects. The system remains implanted.